Event description:
Patient had decompression and placement of hardware (screw, soft rod, locking cap and 3d head). Patient reported continued complaints of pain post operatively. Patient underwent removal and replacement of spinal hardware fixation with right-sided revision of l4, l5, and s1 pedicle screw fixation including replacement of the l4 pedicle screw and replacement of screw caps, heads, and rods.surgeon reported that he saw the screw caps at s1 were loosened, the screw heads at l5 was dislodged, and the screw at l4 was loosened on the right side.======================manufacturer response for screws, rods, click screw, curved soft rod, locking cap, 3d head (per site reporter).======================helpful.device #1is this a laboratory device or laboratory test?no.